Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found no failures upon arrival, and the customer was able to refill medications in the drawer and close it successfully. The drawer was further tested using the application, and functionality was confirmed to be operating as expected. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , drawer 1 failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.